Event description:
It was reported that during a percutaneous coronary transluminal angioplasty procedure, a shaft fracture occurred. A 2.0x12 maverick2 monorail balloon catheter was used to treat the circumflex artery. While advancing inside of the guide catheter, the catheter shaft broke at 20cm from the proximal part. The detached part was retrieved without difficulty with the guide catheter. The procedure was not completed due to this event. Another of the same device was used for a second procedure performed another day, which was completed successfully. The pt status is listed as stable.

Manufacturer narrative:
A visual examination of the returned device found that the hypotube was broken at approximately 53.6cm distal to the strain relief. Both section of the break had minor kinks in the shaft at various locations along their lengths. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. A visual inspection of the balloon found that the balloon folds were opened outwardly. A review of the mfg documentation for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure and the performance was limited.